Event description:
A malfunction alarm labeled as malf 16 was reported by the customer, and the issue persisted despite attempts to reset the pump. There was no reported impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery during the transition.